Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient was transported to the emergency department and was admitted due to symptoms caused by ventricular fibrillation (vf). The patient was discharged on the (B)(6). On (B)(6) 2025 the patient was again transported to the emergency department due to symptoms of vf and remains hospitalized as of (B)(6) 2025. Log file review was requested which revealed low flow events on 16nov2025.

Event description:
On (B)(6) 2025 the patient suffered a ventricular arrhythmia requiring defibrillation or cardioversion. It was considered to be unlikely to be device related, but it could not be ruled out. On (B)(6) 2025 the patient was admitted due to the arrhythmia, and a cardiac cauterization was performed which showed central venous pressure (cvp) of 10 mmhg, pulmonary artery (pa) systolic pressure of 37 mmhg, pulmonary artery (pa) diastolic pressure of 11 mmhg, pulmonary wedge pressure (pcw) of 11 mmhg, and a cardiac output 2.6 l/min. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The submitted system controller event log files collectively contained events on 16nov2025 and 21nov2025, per the timestamps. The log file captured several low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained numerous pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. A, and the heartmate 3 lvas patient handbook rev. C, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 1, also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.